Event description:
It was reported that during an unspecified procedure, after use of the healicoil anchor, metal debris was removed from the operating site. It was ultimately determined that the debris came from a wire and not from the healicoil. It is unknown how the procedure was completed or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. It was ultimately determined that the debris did not come from the healicoil device, but instead from a wire whose manufacturer is unknown, but it is not related to smith and nephew products. Therefore, this event will be updated to non-reportable. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.